Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath the patient had excessive bleeding. During the procedure the right femoral artery was damaged, resulting in a localized bleed. The bleeding was stopped with pressure and the patient stabilized. No further interventions were required for the bleed; however, the patient was hospitalized from (B)(6) 2024. During the hospitalization the patient underwent a CT scan after they felt dizzy, the results of the scan were not provided. The patient was then discharged with no further complications reported. The sheath is not expected to be returned for analysis per information provided by the facility.